Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had passed out and the paramedics were called. The blood glucose reading at the time of the event was 13 mg/dl. Customer had taken too much insulin, customer stated that the insulin vial was squirted into his body. The current blood glucose reading is 152 mg/dl. Nothing further reported.